Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 2082308. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that foreign liquid came out of the walgreens thin insulin syringe when depressing the plunger. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported liquid coming out of the syringe when the plunger rod is depressed."

Event description:
It was reported that foreign liquid came out of the walgreens thin insulin syringe when depressing the plunger. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported liquid coming out of the syringe when the plunger rod is depressed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022 h6: investigation summary customer returned (12) 3/10cc, 8mm, 31g walgreens syringes in open poly bags from lot # 2082308. Customer states that liquid is coming out of syringe when plunger depressed. All returned syringes were tested and 4 out of 12 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 2082308 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.